Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vibratory alert of device in backup mode was detected. The patient was stable.

Event description:
New information received notes that programming changes were made. The patient was stable.